Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address stem fracture. Doi: (B)(6) 2006; dor: (B)(6) 2013 (left hip). Visual examination of the returned stem confirms the material fracture as reported. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The stem was evaluated by a depuy material scientist. Per that evaluation: the fracture was caused by low stress high cycle fatigue. No material defects were observed on the fracture surface. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. Based on the investigation product error was not identified and a need for corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.